Event description:
The customer reported data corruption errors and missing system calibrations upon boot up. This indicates a boot up failure. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.